Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received loaded with a 3.5mm single use loading unit (sulu). Visual inspection of the cartridge noted that the sulu was fully fired. The loading unit was reloaded with staples, reloaded into the instrument and applied to test media. The staple line was properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the device failed and the staples were misaligned. There was no injury caused to the patient and no medical intervention was required.